Manufacturer narrative:
The tech replaced the worn casters to repair the bed.

Event description:
The account alleged that the brakes are not holding on this bed. A pt was in the bed and the bed was being used in a long term care unit. There were no injuries.